Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm replaced the pneumatic module assembly and the pneumatic module to backplane cable due to missing insulation on the wires. The stm noted that the missing insulation on the wires was related to the reported issue. Subsequently, the stm completed pm service including all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) on cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm) the patient interface module(pim) was found to be cracked and pneumatic module interface cable was damaged. There was no patient involvement and no adverse event was reported.